Event description:
This is filed to report clip embolization. It was reported that on (B)(6) 2020 the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr). Two clips were successfully implanted (cds-00616u378 and cds-00601u181) with no reported issues. On 17 february 2022 the patient underwent a second mitraclip procedure and one clip (10427r122) was implanted reducing the mr from grade 4+ to 1-2. It was later reported in (B)(6) 2022 that the patient recently returned with shortness of breath. It was determined that one of the implanted clips had embolized. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date estimated.

Event description:
This is filed to report clip embolization and surgical intervention. It was reported that on (B)(6) 2020 the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr). Two clips were successfully implanted ((B)(4)) with no reported issues. On (B)(6) 2022 the patient underwent a second mitraclip procedure and one clip (10427r122) was implanted reducing the mr from grade 4+ to 1-2. It was later reported in (B)(6) 2022 that the patient recently returned with shortness of breath and that mr had increased back too severe, which was noted to have been due to disease progression. It was determined that one of the implanted clips had embolized. It was later reported that the clip had embolized to the upper right coronary. The device was removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported expulsion. The embolism and subsequent dyspnea were due to the procedural condition of the expulsion. Embolism and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and removal of foreign body in patient were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.